Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. Review of the electrocardiogram revealed low level, high frequency noise that was inhibiting pacing. No intervention or patient symptoms were reported. The patient would be monitored with routine follow-up.